Event description:
On 02-jan-2025 pentax medical became aware of event involving a model eg29-i20c, serial number (B)(6) video gastrocscope in germany within the emea region. The user was on duty on sunday and had to go to prosper hospital for a bleed. When they were looking into the rectum with the gastroscope, they noticed smoke. When the user pulled out the gastroscope, they noticed that blood and stool were burnt onto the front of the lens. The user tried to clean the tip of the device with a damp compress and held their finger on the distal end, but the lights generated so much heat that a hole actually appeared in their glove. It seems as if the devices direct so much energy into the lamps when areas are too dark or dirty, which leads to enormous heat at the distal end. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
H6 continued: health effect - clinical code: 1840 erythema. Health effect - impact code: 4619 temporary impairment. Medical device problem code: 1437 overheating of device. Component code: 866 lenses. Type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusions not yet available. Pentax medical emea performed a good faith effor(gfe) to gather additional information regarding this event and responded an email on 09-jan-2025. The email and cnf mention that a gastroscope was used to examine the rectum. Could you please confirm if using a gastroscope is correct in this case? Was this an emergency endoscopy procedure? Additionally, have you heard of similar cases where a gastroscope is used for rectal examinations? The gastroscope was briefly inserted rectally during an emergency examination to rule out acute bleeding. Of course, gastroscopes are not normally used for colonoscopies. At the time of the incident, was oe mode (1 or 2) being used? The light was set to neutral (+0) and no I-scan was active. Was the contamination observed on the illumination lens? While the cnf confirms there was no harm to the patient, I would like to confirm if the same endoscope was cleaned and reused, or if a different endoscope was used after the incident. The lens was very dirty immediately after insertion, which is why we removed the device within a few seconds. It appears that the heat caused a hole in the glove. Could you confirm whether the operator (or assistant) suffered any burns? The physician didn't sustain any major injuries, there was some redness on their finger, which had already subsided after a day. The glove prevented most of it. You mentioned there was some redness on your finger, which subsided after a day. Based on the guidelines from the american academy of dermatology (aad) and the international society for burn injuries (isbi), we are concerned that this might be classified as a first-degree burn. Could you confirm whether a doctor diagnosed the condition as a burn or inflammation? Additionally, were there any signs of pain or other burn-related symptoms on your finger? Not every slight reddening is a first-degree burn. In this case, it is a slight redness that has already disappeared the next day, without treatment and without diagnosis. We do not see a serious deterioration of the health condition in this case. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
H6 continued: health effect - clinical code : 1840 erythema. Health effect - impact code : 4619 temporary impairment. Medical device problem code : 1437 overheating of device. Component code : 866 lenses. Type of investigation : 10 testing of actual/suspected device, 3331 analysis of production records. Investigation findings : 4216 overheating problem identified. Investigation conclusions : 4307 cause traced to component failure, 57 cause traced to labeling. Correction information: b4: date of this report. G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). D9: is this device available for evaluation? H4: device manufacture date. H7: 7. If remedial action initiated, check type. H9: if action reported to FDA under 21 usc 360i(g), list correction/removal reporting number. The date listed in b4. Date of this report on the initial report was 15-jan-2024, but the correct date is 15-jan-2025. This will be corrected accordingly. Evaluation summary: refer to fca report 2518897-01/20/2025-001-c for root cause investigation and corrective actions. The fca investigation concluded that patient materials adhering to the light guide at the distal end of the endoscope, absorbing emitted light and causing heating, coagulation, and further adhesion, was identified as the root cause. This process increased the temperature of the light guide, potentially resulting in a reddish or dark image, smoke-like vapor, or risk of burn injury. Corrective actions include revising the instructions for use (ifus) to provide additional cautionary information for users when operating the devices in optical enhancement (oe) mode. Users are advised to avoid using oe mode during bleeding conditions, set illumination brightness to the minimum necessary, and remove the endoscope when adherence of patient materials is suspected. Additionally, thorough inspection and cleaning procedures after abnormalities are observed have been emphasized to reduce risks of patient injury. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 13-sep-2024 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 24-sep-2024. Pentax medical has not received any further information for this event. No further information is expected, and therefore pentax medical considers this medwatch report closed.